Event description:
It was reported that the patient's right knee was revised due to the joint feeling tight. A debridement was performed and a 4x11 cs insert was revised to a 4x10 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.